Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed which found that the device failed the cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. An assessment was performed which found that the bearings were worn out and loose, creating a situation whereby the cutter device was not able to be inserted. It was determined that it was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings (normal wear). It was determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg. It was determined that the damage was caused by user error. The assignable root causes were determined to be due to normal wear out from use and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the craniotome device failed the cutter insertion test due to worn out bearings and the neuro-tip leg was drilled into. The device was initially returned to (B)(6) where it was determined that the neuro tip and bearings were damaged. It was noted in the service order that the device could not work during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.